Manufacturer narrative:
It was confirmed with the specialist office that it is unclear if the consumer will have permanent loss of vision. They attribute the cause of the ulcer to be contact lens wear. The consumer discarded the complaint lens, therefore it is not available for evaluation. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Medwatch report received from FDA, mw5080879. Through the medwatch program it was reported that the consumer had a rapid onset of a severe infection in the right eye which led to permanent vision impairment. Follow up with the consumer revealed that after wearing the lenses for 12 hours, they had a very rapid onset of red eye, pain, tearing, discomfort and blurry vision in the right eye. The next day, (B)(6) 2018, the consumer visited the corneal specialist doctor where they were diagnosed with a central corneal ulcer. The exact dimensions are not available. Confirmed with the specialist that a corneal scraping was taken, however it was negative for bacterial growth. The patient was prescribed fortified vancomycin, fortified tobramycin and prednisolone once a day. The antibiotics were discontinued in (B)(6); they are still currently using prednisolone for inflammation. The patient followed up with the doctor every 4 days until (B)(6). In (B)(6) they followed up weekly until (B)(6), where they are now following up monthly. It was confirmed with the specialist office that at no time was the ulcer infectious. The patient has mostly recovered except they have a corneal scar which potentially can cause permanent loss of vision. They are currently being seen by an optometrist to be refit into contact lenses to accommodate the change in vision. The specialist attributes the event to contact lens wear. Every time the patient visits the specialist¿s office their vision reads differently, it is difficult to tell if it will cause permanent vision loss.

Manufacturer narrative:
Consumer returned sealed lenses, evaluation is not required as the complaint sample was discarded. Completed medical release was returned providing the consumers age. Based on all available information, no causal factors can be determined and no conclusion can be drawn.